Event description:
It was reported that during a rescue attempt, the device cancelled two shocks, delivered 5 shocks and then cancelled two additional shocks, reporting a service message. It was reported that the pt was not resuscitated.

Manufacturer narrative:
Eval: the electronic history file from the actual device involved in the incident was evaluated, confirming the reported event. The actual device has been removed from service and is being returned for eval, although it has not been received. Results: no conclusions can be made at this time. The investigation remains open.